Manufacturer narrative:
The following fields were updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material#: 329515 lot#: unknown. It was reported by the customer that nurse sustains a sharps injury w/ exposure from using the bd autoshield duo insulin needle. She states the safety feature did not activate and poked herself when she was removing the needle from the pen. Verbatim: we had a nurse sustain a sharps injury w/ exposure from using the bd autoshield duo insulin needle. She states the safety feature did not activate and poked herself when she was removing the needle from the pen. Unfortunately, she did not save the needle. I'd like to report this to the manufacturer. Bd autoshield duo needle 0.30mm x 5mm 30g x 3/16.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine¿ pen needle th outer cover did not attach and hcp sustained needl stick injury. The following was received from the initial reporter: we had a nurse sustain a sharps injury w/ exposure from using the bd autoshield duo insulin needle. She states the safety feature did not activate and poked herself when she was removing the needle from the pen. Unfortunately, she did not save the needle. I'd like to report this to the manufacturer. Bd autoshield duo needle 0.30mm x 5mm 30g x 3/16.